Event description:
Initially product was called one name safety syringe. As of about 9/94, they were going to change the name. Sizes were to be 5cc and 10cc. During testing, when dropped vertically on tip from one meter, they had problems with the needle being exposed. Rptr thinks the problem has been somewhat solved, but if the needle breaks loose, it cannot be recaptured. There were repeated attempts to alter the design to aleviate this problem and they were rejected. One day, reporter made a presentation to a review group about the progress and the anticipated 270-day approval process. When the plant manager heard about the presentation, he became infuriated and, said he wanted the project done and if reporter couldn't do it, he would do it and he didn't care about the FDA- he wanted the project done. An attempt was made to work with the designers to iron out problems. It did get somewhat better but activation of the device is very difficult. Unless there are significant changes, they will still have problems with it. About 9/94, there was a meeting regarding the name change. Rptr experessed concern and it was blatant they were going to circumvent the new draft guidelines set forth by the FDA for safety products. Reptr questioned the president of the company. He said they were just changing the name.